Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus service operation repair center (sorc). Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. Based upon the information from sorc, omsc considered that the reported phenomena was attributed to the unstable contact between the endoscope and the subject device due to the damage of the video connector socket by the forcibly connecting the video connector, and over about six years had passed from the subject device had been delivered. Olympus stated the appropriate handling of otv-s190 and the counter measures against abnormalities in the instruction manual of otv-s190.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to sorc. Sorc checked the subject device and found that the reported phenomenon was caused by the deformation of the electrical contact of the video connector socket. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center (sorc), it was found that the endoscopic image was not displayed. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.